Event description:
It was reported that while stimulation was turned on the device caused rectal spasms and shocking sensations when the pt laid down. Additionally, the pt felt stimulation in the wrong location. There was no known accident or incident related to this complaint. It was suggested that a reprogramming to be done. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).